Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c20114 and h13d30129 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. It was reported that the home patient (hp) experienced a recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient always practiced clean procedures when performing a therapy. The patient treatment was not reported. On an unreported date, the pd therapy was discontinued. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was determined to be an ongoing urinary tract infection. The patient was treated with gentamycin (route, dose and frequency not reported). At the time of this report, the patient was recovered from peritonitis. The patient was retrained on the proper aseptic technique. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a sample analysis cannot be completed. Should additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).